Event description:
It was reported that the alerts for non-sustained ventricular oversensing due to possible myopotential oversensing was observed. Programming changes were recommended and will be made.